Event description:
Info received from (B)(6). Caller states: pump is running without alarm but no change in the amount of formula in the bag. Caller went through troubleshooting with nurse by disconnected pt from the pump and started the infusion. Pump infused without problems. Reviewed settings and determined to be set appropriately. Caller will follow up with (B)(6) to evaluate g-tube.

Manufacturer narrative:
Device was not returned.